Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/body fluid noted in the neck region and in the helix housing. Testing and x-ray found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, the lead helix took fifteen turns to extend. Upon retraction, the helix was unable to extend, despite turn count. The lead was removed from body and the helix would not extend. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.